Manufacturer narrative:
(B)(4). The clip delivery system (cds) was returned and the reported mechanical issue and mechanical jam could not be tested in a simulated environment due to the returned condition of the device. Furthermore, the reported difficulty to remove clip from chordae and left atrium could not be replicated in a testing environment, as it was related to patient morphology/procedural conditions. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the difficulty removing the clip from chordae. As the complaint clip was returned entangled inside chordae, it is likely that the clip was difficult to remove from left atrium due to the choral entanglement. The reported inability to establish final arm angle and repeat clip closure are likely a result of procedural conditions when the clip became damaged when it became entangled in chordae. The reported patient effect of mitral valve injury is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the tissue damage and difficulty to remove the clip delivery system. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. The first clip was implanted without issue, reducing mr to 1-2. A second mitraclip delivery system (cds) (61108u185) was advanced to the mitral valve to further reduce mr. During grasping maneuvers, the clip got caught in the chordae. The clip was inverted to try to retract the cds back into the left atrium. During this maneuver, chordal rupture occurred, and mr increased to 3. Grasping attempts were made again, and after a successful grasp the first final arm angle test was performed, however; the clip opened while locked. The clip was no longer able to close again, and remained in a 120 degree angle. It was not possible to get the clip in the left atrium again. The clip in the open position could not be inverted for retraction of the clip into the steerable guide catheter. The decision was made to transfer the patient to surgery for mitral valve replacement and removal of the devices. The patient is stable. No additional information was provided.